Event description:
A dermatologist was using the hyfrecator electrosurgical unit on a patient to cauterize after a biopsy and she saw a spark jump from the tip of machine to the gauze that she was holding in her other hand, causing it to ignite. The dermatologist thought that the gauze had aluminum chloride on it, but the medical assistant clarified that she had handed the physician a clean gauze pad. There was no chemical on it. The dermatologist threw the gauze on the floor and stomped on it to put out the fire. There was no harm to the patient. The patient, doctor, and medical assistant were all safe; no injuries incurred. The machine taken out of use and was inspected by (B)(6) biomedical engineering. The last inspection was completed a few months prior and the machine was deemed to be in good working order. The room was also checked at the time of the event and the room was safe to use. No other devices or chemicals are thought to have contributed to this small fire. The event was resolved in seconds and did not impact the patient (the operator and dermatology qa reviewers statements are included below): the physician (dermatology) operator noted: the hyfrecator was set at 10. It sparked immediately. The hyfrecator was in my right hand and the gauze was in my left hand. I did not put any chemical on the gauze but aluminum chloride was used with a cotton tip applicator on the skin seconds prior. The gauze was then used to stop continuous bleeding. There may have been transfer of alcl3 at that time. The dermatology qa reviewer noted: after speaking with the operator, it is possible that the solvent from the aluminum chloride transferred to the gauze and enhanced the inflammability, but this will remain an unknown. The technology is more than 100 years old and this is equipment the operator has used for years. With electrocautery, the operator is well aware of the risks that fire can result if the spark comes in contact with something combustible. All operators are trained to understand that the most frequent risk for a fire is an electrocautery spark in an area where alcohol (or chemical) has been applied and has not fully evaporated. This was apparently not the case with this particular patient's event - the operator acted quickly and avoided any harm to the patient or staff.